Event description:
Affiliate reports that the four way stopcock had a hairline crack, which resulted in leakage.

Manufacturer narrative:
Codman has requested the return of the product for evaluation. Upon completion of the evaluation, a follow up report will be filed.